Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this patient had been experiencing pre-syncopal symptoms and orthostatic hypotension. A holter study showed some ventricular tachycardia. A review of the arrhythmia logbook showed some non-sustained ventricular tachycardia due to noise which was being oversensed. The pacing impedance on the right ventricular channel has been decreasing and is less than 200 ohms now. Sensing is fine at 9.0mv and threshold is < 1.0 v. Atrial noise was also noted which has been intermittently over sensed. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.